Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system dual port 20 ga 1.25 in experienced difficult safety mechanism/needle disengagement during use. The following information was provided by the initial reporter: I went to place a 20 g 1.25 in bd nexiva catheter in a pt on friday. When I went to prep the catheter, pulled needle out of catheter a little prior to sticking pt I found it nearly impossible to retract needle out. I saved the needle and the packaging. I would like to sent this product back for investigation if possible. The lot # 0070774.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/20/2020 h.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one used 20ga nexiva closed IV catheter system dual port unit within an undamaged opened package from lot number 0070774. The unit has all components present and intact. Through the visual microscopic inspection, there are no visible anomalies or damage to the unit or components (i.e. The v-clip or the retaining washer), which could contribute to drag and/or resistance during needle retraction / disengagement. A functional test was performed where the needle was pulled back through the catheter until the needle tip secured within the tip shield, at which time there was slight drag and friction observed. The unit was disassembled where observation to the retention washer revealed no bends or damage. A slight flash was found present in the larger hole of the retention washer. Measurements were taken and the unit was found within specification. Based on the observation and testing conducted for this incident, although slight resistance and drag were observed during the needle disengagement and there was slight flash in the large hole of the retention washer, the defect experienced by the customer was not identified or replicated. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in experienced difficult safety mechanism/needle disengagement during use. The following information was provided by the initial reporter: I went to place a 20 g 1.25 in bd nexiva catheter in a pt on friday. When I went to prep the catheter, pulled needle out of catheter a little prior to sticking pt I found it nearly impossible to retract needle out. I saved the needle and the packaging. I would like to sent this product back for investigation if possible. The lot # 0070774.